Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level was 300 mg/dl. The customer other blood glucose level was 164 mg/dl. The customer stated that the drive support cap was damage. The insulin pump had reservoir compartment was cracked including the retainer ring. The reservoir able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.